Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegations of pump malfunction were confirmed as the activation issues could affect the functionality of the pump. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump revealed the kink resistant tubing (krt) was worn to the filament but no leaks were identified. The pump was functionally tested. The component did not pass the 8 lb. Activation test; therefore, requiring more than 8 lbs. Of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was not able to use an inflatable penile prosthesis (ipp) since (B)(6) 2019 as upon initial activation the pump was too difficult to squeeze. Troubleshooting techniques including pull stretch, forced deflation and pump techniques were tried without success. The patient was scheduled for a revision in (B)(6) 2020 however due to covid19 restrictions the procedure was not performed. The patient underwent a revision surgery posteriorly in which the existing pump was removed and successfully replaced with a new component. On (B)(6) 2021 the patient was said to be happy with the results and the current ipp functioned properly.

Event description:
It was reported that the patient was not able to use an inflatable penile prosthesis (ipp) since (B)(6)2019 as upon initial activation the pump was too difficult to squeeze. Troubleshooting techniques including pull stretch, forced deflation and pump techniques were tried without success. The patient was scheduled for a revision in (B)(6) 2020 however due to covid19 restrictions the procedure was not performed. The patient underwent a revision surgery posteriorly in which the existing pump was removed and replaced with a new component. The new device worked properly and the patient was expected to fully recover following the procedure.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was not able to use an inflatable penile prosthesis (ipp) since (B)(6) 2019 as upon initial activation the pump was too difficult to squeeze. Troubleshooting techniques including pull stretch, forced deflation and pump techniques were tried without success. The patient was scheduled for a revision in (B)(6) 2020 however due to covid 19 restrictions the procedure was not performed. The patient underwent a revision surgery posteriorly in which the existing pump was removed and replaced with a new component. The new device worked properly and the patient was expected to fully recover following the procedure.